Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 5. (B)(4) had the patient close all the clamps and transfer set before cycling power twice to clear the error. (B)(4) explained that a large amount of air had entered into the disposable set. The patient explained that the patient line separated from his transfer set. (B)(4) advised the patient to discard the supplies and notify their dialysis nurse the next morning. The patient elected to complete therapy manually. Product surveillance made contact with the patient's dialysis nurse. The nurse explained that she was aware of the error and that the patient was treated preventatively and had not experienced any complications. The nurse further explained that she did not believe there was an issue with the transfer set or cassette. The nurse advised that the patient did not always make the luer-lock connections as tight as they should be. The nurse believed that caused the disconnection.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).